Manufacturer narrative:
Follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an abnormal reboot alarm. There was no reported patient involvement